Event description:
The primary surgery was performed on (B)(6) 2010. On (B)(6), the pt had a septic-toxic shock and the leg was amputated at the level of the hip. The pathogen that caused the septic shock was clostridium septicum. Medacta has been informed about this event only on (B)(4) 2013. Ref report # 3005180920-2013-00095.